Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported the procedure was to treat a lesion with mild tortuosity in the distal left anterior descending (lad) coronary artery. During the procedure, a dissection occurred post deployment with the 3.0x18mm xience prime stent. Another xience prime was used to cover the dissection. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was available.